Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. This is report two of four for this event. Reference reports 3003853072-2016-00134, 3003853072-2016-00136, and 3003853072-2016-00137.

Event description:
It was reported that a screw fractured post-operatively. A revision surgery was performed to replace the construct.

Manufacturer narrative:
A review of the manufacturing records did not identify any issues which would have contributed to this event. A photograph of an x-ray was reviewed, but a final determination regarding the cause of the breakage could not be made solely from this review. However, it does suggest that patient anatomy factors and possible use of the construct without an intent to fuse could be contributing factors.

Event description:
It was reported that 3 of 4 pedicle screws broke between 4 and 7 months after being implanted. A revision surgery was performed to address the broken pedicle screws.